Event description:
A (B)(6) female patient contacted zoll customer support to report that the electrode belt connector on her monitor was damaged and that she was getting alarms when she connected her electrode belt. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problems (service codes and damaged monitor case) have been confirmed. Upon evaluation, the electrode belt connector was detached from the monitor case which damaged wires inside of the connector. The cause of the service codes was a disruption in communication between the monitor and electrode belt. The cause for the disruption in communication is the damaged belt connector. The root cause for the damaged belt connector cannot be positively identified but is likely excessive force placed at the belt connector. No adverse event resulted from the defective monitor belt connector. The patient received a replacement monitor.